Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent revision surgery on (B)(6) 2008 and at that time the lfit anatomic cocr v40 femoral head was replaced with a stryker biolox delta femoral head on the accolade tmzf femoral stem that was not explanted. It is further alleged during the revision surgery on (B)(6) 2014, the biolox delta femoral head from 2008 was replaced and a new lfit v40 cocr femoral head was implanted on the original accolade tmzf femoral stem.